Event description:
Wrist debrider continues to run despite surgeon removing foot from pedal. This has been previously reported by the surgeon. It puts the patient at risk, by having normal tissue structures inadvertently debrided because of machine malfunction.